Event description:
Additional information received reported that patient had no symptoms. No rotor or dye studies were performed. Patient outcome was noted as no injury, recovered without sequela following replacement. Patient was doing fine.

Manufacturer narrative:
Analysis of the pump revealed a high battery resistance.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A pump alarm was not heard but confirmed by telemetry as a critical alarm due to multiple resets; low battery occurred on (B)(6) 2011 was noted in the pump logs. It was added that there were eos (end of service) / eol (end of life) message in logs: the date eos occurred, was replaced by question marks. Telemetry indicated eri (elective replacement indicator) with the expected replacement as (B)(6). They had performed telemetry because the patient was in for a refill, when they saw the pump was alarming. It was indicated patient's pump was being replaced today i.e. The date of this report. Drugs delivered via the device were hydromorphone (dilaudid) and bupivacaine (marcaine). A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2004, explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.